Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The hcp reported that the patient had a refill yesterday and the low reservoir alarm (lra) was occurring. The hcp stated the refill was done and the reservoir and alarm volumes were updated but they did not silence the alarm. The hcp stated the patient went home and the pump continued to alarm. The hcp stated the patient was back now again and they want to end the alarm. Agent discussed how to silence the alarm.